Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station failing to boot up, which was linked to an issue with drawer 4.2. A field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system failed to power on. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.